Event description:
The vanishpoint tuberculin syringe malfunction while nurse was giving an injection when pushing the plunger with the needle in the skin. The medication in the syringe sprayed everywhere when the safety part was being activated. Manufacturer response for syringe, vanishpoint (per site reporter).